Event description:
It was reported that a remote alert was received, indicating that this implantable pacemaker had entered safety core. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.